Event description:
It was reported by the pt that the pt was still having spasms that lasted between 45 and 90 seconds, just as he had prior to his pump replacement, in (B)(6). The spasms began about one to one and a half years ago. The pump had been replaced because of a 3-6 cc residual volume. It was thought by the pt that there could be a catheter issue, but was not confirmed by the pt's health care provider. The pt said he had fallen out of his chair several times in the past. The drug used in the pump at the time of the event was intrathecal lioresal. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).